Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The issue was resolved by a system restart. There was no further investigation.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation during a case. The unit was restarted and case resumed. There was no report of patient injury.